Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The returned product was inspected and there were no abnormalities. The parameters on the returned product were within specification. The data logs from the case had no abnormalities. Upon review of the imc logs, it was revealed that the pressure on the pump was applied before the pump was connected to the automated impella controller (aic). The root cause of the optical signal issue (placement signal low) was likely an offset error as imc logs reveal pressure was applied to the pump before connecting it to the aic, resulting in a calibration error that caused large deviations.

Event description:
The complainant reported that a cp pump was placed to support a patient with acute myocardial infarction and cardiogenic shock. During support, "placement signal unreliable" alarms were triggered. The pump was repositioned, but the issue persisted. Support continued without interruption. No known patient harm or injury was reported.